Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000125 a medtronic representative went to the site to test the equipment. Testing revealed that the motion batteries were low after moving the system. The motion batteries were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the motion batteries had low voltage. This issue was noted outside of a procedure, and there was no patient involvement.